Event description:
It was reported that since surgery the patient had experienced temporary paralysis. The patient was in the hospital for 14 days and then was in rehabilitation for 4.5 days. A statement was also made that the patient had been in the rehabilitation for 4.5 weeks, rather than 4.5 days. The patient was home the date of report, but had fell trying to use the bathroom that morning and had to call the fire department. The patient's legs were still very weak. The patient had a device adjustment 3-4 weeks ago by a manufacturer's representative. The patient had an appointment for (B)(6) 2012 to have another adjustment made. The patient's device was reprogrammed at the appointment, but no further details were available. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient had acute pain. The patient had an appointment on (B)(6) 2012. It was clarified that the patient was in rehabilitation for 4.5 weeks. It was also clarified that the patient did not state she had stimulation in the wrong location, but only questioned if she should be feeling stimulation where she was feeling it. The patient was not getting pain relief for the prior 2 weeks. The patient was only able to move her upper body after the procedure, and had to "retrain" herself to walk. The patient could feel stimulation, but it wasn't controlling the pain. The patient wasn't sure what had caused the "issue of the new pain." The patient had turned the device up and it was "still working." The patient was gaining strength back in her legs through pedaling. Three weeks later, it was reported that an impedance check found normal impedances. A reprogramming was performed and the patient was satisfied with stimulation coverage for pain. Additional review of information received determined this event was also reported under MFR. Rep. #3004209178-2012-05333. All future follow-up will be conducted under this MFR. Rep. #3004209178-2012-06415.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).